Event description:
Patient underwent a femoropopliteal surgical bypass in 2008. Patient presented a hematoma in the wound region and a graft occlusion. Patient underwent a new procedure one week later, where a leakage along the graft was evidenced. Graft was explanted and replaced by another vascular graft.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. It was not possible to analyze the explanted graft since it was blood contaminated and poorly preserved. Results - a review of the device history records indicated that the graft was processed, inspected and released according to procedures. Specifically, the collagen coating records indicated no anomaly. The water permeability test result indicated a value well below product specification. A product from the reserve sample coated the same day and under the same conditions that the complaint device underwent water permeability testing. Test result indicated a value well below product specifications. Conclusions - no conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on a reserve sample would trend to indicate that the device was not defective. Note that haematoma and thrombosis are expected events in vascular surgery, specifically in peripheral vascular procedures. Note that there was no other report involving a graft from the same lot number.